Manufacturer narrative:
The device was returned for analysis. The reported unsealed device packaging was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported device markings / labelling problem appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion a unknown vessel. A copilot bleed back control valve (bbcv), was noted to leak during the procedure. In addition the individual packaging of another copilot bbcv was noted to not be sealed. There were no reported adverse patient effects nor clinically significant delay in the procedure. No additional information was provided.